Manufacturer narrative:
Kühn, a. L. Et al. (2017). Use of self-expanding stents for better intracranial flow diverter wall apposition. Interventional neuror adiology, 23(2), 129-136. Doi:10.1177/1591019916681981. This pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis; therefore the report of pipeline failure to open completely could not be confirmed and the event cause could not be conclusively determined. All products are 100% inspected for damages and irregularities during manufacture. Mdrs related to this article: 2029214-2017-00556, 2029214-2017-00557, 2029214-2017-00558, 2029214-2017-00559, 2029214-2017-00560. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of pipeline incomplete wall apposition. The patient was undergoing treatment for a saccular aneurysm (3x3x2mm) in the left ophthalmic artery as well as a saccular aneurysm (2x3x1mm) in the superior hypophyseal artery. The article states that the pipeline device had inadequate vessel-wall apposition after placement. Balloon angioplasty was performed in an effort to correct incomplete wall apposition. Afterward, another manufacturer¿s stent was placed to correct the inadequate wall apposition permanently. There were no periprocedural complications noted. The six-month follow-up angiography showed near complete occlusion of the ophthalmic aneurysm and complete occlusion of the super hypophyseal aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.